Event description:
During a routine follow up on (B)(6) 2013, the physician suspected a ra lead dislodgement, he performed several tests he programed vvi 30 mode and he observed on the atrial channel that the ra lead sensed the ventricle. Physician also performed an atrial threshold test with an high amplitude and he noted that the lead paced the ventricle. The ra pacing impedance was variable around 240-250 ohms. An x ray and a revision procedure will be scheduled. The physician was dr. (B)(6) at an unknown facility in grenoble, france. No additional information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)